Event description:
It was reported via a trial that the lesion was located in the proximal left anterior descending (plad) and a xience v stent 3.0 x 18 was used to treat the in- stent restenosis of an unknown bare metal stent. The bare metal stent had been implanted in (B)(6) 2009 in the plad. The xience stent easily crossed the lesion and was deployed. There was no dissection noted, but a thrombotic aspect was observed to increase and the contrast media flow was noted to be reduced to timi 2. To optimize the stent, a balloon catheter was placed distally to the xience v stent with one inflation at 6 atmospheres. A whisper guide wire was advanced with difficulty and placed after the 1st diagonal branch and a bmw guide wire was placed at the distal lad. Dilatation was performed of the 1st diagonal with two non-abbott balloon catheters. After control the plad showed a non significant lesion, extensive thrombosis of the lad, which was treated with an aspiration catheter. Final control: plad had a residual lesion, stenosed <30% with a discrete thrombotic aspect at the lesion; coronary flow was timi 3. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all relevant information. (B)(4) patient selection.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported thrombosis is a known adverse event listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported the xience v stent was used to treat in-stent restenosis of a previously implanted stent. It should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 4.25 mm. Additionally, the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis.